Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17404. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's atrial and right ventricular leads both exhibited noise and the right ventricular lead failed to capture. Upon following up with the patient, it was reported that the patient had been exhibiting dizziness and noted two episodes of fainting. The patient was brought into the clinic and the right ventricular lead was capped on (B)(6) 2021. No intervention was performed on the atrial lead. The patient was stable.